Event description:
I am a (B)(6) and a mom to 4 beautiful young daughters. I breast fed all 4 of them and to say the least, they sucked everything out of me, lol. I made the decision 9 years ago to have my breasts lifted here in (B)(6). When I went in for my first consultation, the plastic surgeon convinced me that I not only needed a lift but breast implants as well to have a better outcome of the procedure. It also added roughly (B)(6) more to the lift making the total (B)(6). I was a small saggy c cup before my lift with smooth saline implants under the muscle. When I healed from surgery, I was a dd, not what I asked for. I had told the ps that I wanted to ba a full c may be a small d but no bigger and he agreed, about a year later, I started noticing that I was feeling more tired than my normal self and that I was having cloudy thinking instead of my usual sharp self. I was also experiencing muscle pain and stiffness in my neck shoulders and upper back. The symptoms progressed a little worse each year until final this year the brain fog and fatigue was so bad that I could no longer function. I started seeing every specialist I could think of. I went to my primary care doctor several times and had him run every blood test there is and the results were always the same, normal. So I went to see a cardiologist, gynecologist, pulmonologist, and a neurologist. They all ran several tests including mris, CT scans, x-rays, 24 hr heart telemetry, ultrasounds and more blood work. After my million dollar work-up, I again was told that none of them could find anything wrong with me. So my primary care doctor told me that I must be depressed and tried to prescribe me an anti-depressant, I said no thank you! I started researching breast implants with brain fog and fatigue and found so many other women having these same types of symptoms and I decided that may be it's not just a coincidence. I started calling ps around me in the "world famous" (B)(6) medical ctr and they all told me I was crazy because "I had the safe saline implants that they even put in cancer patients." That's when all of my research and googling led me to all of the positive reviews of dr (B)(6). I gave his office a call and I was treated like a person with a valid complaint of my symptoms and his office assured me that I was not crazy and that dr (B)(6) had done close to (B)(6) of these explants both saline and silicone and the women are better after their implant removal. I read letters of women thanking dr (B)(6) for giving them their lives back! So I set a date 2 weeks after first speaking with his office (luckily they had a cancellation) and I am now implant free! Dr (B)(6) was amazing! He is so loving and caring and takes the time to make sure that you not only understand exactly what will happen in surgery and to your breasts but he treats you like family, his whole office does. I felt so safe and cared for, almost like his own child. He eased all of my fears and anxiety with his warm and humorous personality, he has an amazing bedside manner. Everything that he told me would happen, happened exactly the way he said it would. Even the ambulatory surgery ctr was amazing, they make you feel so comfortable and cared for. The anesthesiologist was absolutely phenomenal, not only did he make me feel very cared for he made sure that I had no nausea or any other complication of the general anesthesia. I typically have extreme nausea and I had none, not event the slightest bit of nausea! Since tuesday, I have already noticed huge changes. Not only do my breasts look amazing, like I had originally wanted, a lifted c, but my symptoms are improving! I had a lump in my neck on the right side close to the base of my skull and it disappeared the same night as my surgery! This lump gave me so much pain and I was always trying to massage it out and it has vanished! It's been only 3 full days since the explant with lift and my brain is clear, no more fogginess, no more fatigue!